Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/18/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to set up the receiver to see if they are getting the same error. Advised the patient that she may also get a low battery alert soon as the device has been used for 3 months. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/04/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.